Manufacturer narrative:
The sample was drawn into a lithium heparin plasma tube with gel separator and centrifuged at 4500 rpm for 5 minutes. Qc was within customer's established ranges. Service was not dispatched for this event since the questionable result was isolated to one patient's sample.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. The patient was transferred to an alternate facility due to the elevated result. A sample from the patient was tested using a different methodology which resulted normal - 0.01ng/ml.